Manufacturer narrative:
(B)(4). Premature sled movement the ec60a device was received for analysis with no visual non-conformances and with three reloads present. The reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reloads were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The reloads were loaded into the device without any difficulties noted. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cuts were noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, in the first firing with a green reload and without articulating the device, the surgeon felt more force to close than usual. When he fired the instrument, the staple line was incomplete because he needed such strength to fire that he stopped. Here he felt some difficulties in opening the instrument too. In the second fire, he used another green reload, and everything went well. In the third and fourth firings he felt, again, some higher force to close, to fire and to open the instrument. The scrub nurse reported also that when she was reloading the instrument, the reloads were more loose than usual. They replaced the instrument after those events, and no more problems occurred. Also, one of them fell into the abdomen when they were trying to place the instrument. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. The condition of the patient immediately following the event was stable.